Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 572-588 mg/dl. High bg cause was unknown. The customer administered a correction bolus to address the high bg.